Event description:
It was reported that head error appeared during priming and the pump stopped. Another unit was used. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device in question will be sent to depot for repair. A supplemental medwatch will be submitted when additional info becomes available.

Manufacturer narrative:
Update with service order (B)(4) customer complaint could be duplicated. Unit operated for 1 week while performing numerous warm and cold starts without issues. Disassembled, cleaned and inspected pcb's, cables and connectors. No problems found. Test unit prior to returning to customer, calibration check and full functional test as per the service manual. No problem was found therefore no correction has been performed. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.